Event description:
It was reported that during a da vinci surgical procedure, it was noted that the distal joint broke on the thoracic grasper instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments snake wrist was dislodged. Visual inspection showed the snake wrist was dislodged but still attached to the instrument. The dislodged damage may have been likely due to mishandling/misuse. One of the wrist struts (internal snake wrist component) was severly bent on one side. Damage to the strut indicates the distal end of the instrument was bent beyond its normal range, with a force high enough to cause yielding of the strut. Failure analysis investigation also found the instruments snake wrist cables were broken. There were visable broken cables where the snake wrist was dislodged. It is not typical for multiple cables to be broken from normal use. The side of the wrist that contained the broken cables matched up with the side of the applied load for the snake wrist dislodgement. The extreme overload at the wrist may have caused dislodgement and contributed to the cable damage. No other damage was found.